Manufacturer narrative:
Summary of eval: eval results suggest that the event is not device related.

Event description:
Upon revision there were signs of infection near the medial and lateral sides of the femoral component.